Manufacturer narrative:
During service of the platform, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded) during functional testing. The root cause was due to a defective drive train. Upon replacement of the drivetrain, the platform was further functionally tested and passed specification. No physical damage was noted during the visual inspection. The autopulse platform is a reusable device and was manufactured in 04 dec 2009. It has exceeded its expected service life of 5 years and is more than 8 years old.

Event description:
During investigation on (B)(6) 2018, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded) error message on the user control panel during functional testing.